Manufacturer narrative:
During the service visit, the field service engineer (fse) identified variations in the ion-selective electrode (ise) checks, which were consistent with improper emptying or drying of the dilution or mixing vessel. He cleaned the sipper nozzles and replaced the solenoid valves and vacuum valves. The service actions performed by the fse resolved the issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (contamination of the dilution vessel and/or clogged vacuum nozzle due to poor sample quality) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The sodium electrode lot number was enc08 with an expiration date of 14-jul-2026. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pure c 303 analytical unit. Initial result: 152.9 mmol/l. Repeat result: 142.4 mmol/l (tested on a different analyzer).